Event description:
Rptr stated several neuroradiologists are filling out paperwork to support clinical study for device MFR. However, the complication rates on the coils were higher than reported. Rptr found out the physicians on the study were also stockholders of MFR. The rptr is very concerned because they are benefitting from false data that could compromise pts in the future. It appears to rptr they are falsifying info on study to benefit monetarily.